Event description:
Reporter alleged obtaining the results of 539 mg/dl, 346 mg/dl, 290 mg/dl, 250 mg/dl and 254 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.